Event description:
It was reported to boston scientific corporation that an injection gold probe was used on a procedure on (B)(6) 2025. During the procedure, the probe was found to be not heating upon contact with the patient's mucosa. When the equipment was withdrawn from the biopsy channel, the tip of the probe was observed to be missing. A photo of the probe was provided, showing that the distal gold tip was no longer attached to the end of the catheter. Another same device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of distal tip detachment of device or device component.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detachment of device or device component. Block h11: the injection gold probe was not returned for analysis. However, a photo of the device was provided, and media inspection observed the distal tip was detached. Based on all available information, the most probable root cause cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Since there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or was related to a device malfunction, the most probable root cause cannot be established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used on a procedure on (B)(6) 2025. During the procedure, the probe was found to be not heating upon contact with the patient's mucosa. When the equipment was withdrawn from the biopsy channel, the tip of the probe was observed to be missing. A photo of the probe was provided, showing that the distal gold tip was no longer attached to the end of the catheter. Another same device was used to complete the procedure. There were no patient complications as a result of this event.